Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed as the device was removed in a revision. The design vendor reviewed the design and determined that the implants were designed and screws were placed according to the complex anatomy. Clinical research manager reviewed the scans provided and indicated that "the patient¿s condition of heterotopic bone formation appears to be the cause of the failure of this prosthesis." The DHR of this product was reviewed and no non-conformance was found. This is a custom device with no similar devices and the lot quantity is one. Therefore, there are no similar complaints and the risks associated with this device are unique to this device. The most likely underlying cause of this complaint is the patient's condition of complex anatomy and heterotopic bone formation. It was also reported that the implant was "grinded and covered" in a revision in 2017 which is evident in the returned mandible. This most likely contributed to the patient¿s condition of infection, reoccurrence of the fistula and bone growth formation around the sharp edges of the implant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products: unknown screw, part# unknown, lot# unknown. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient underwent a revision due to infection. The fossa was left in place and the mandible component was removed. Upon clinical review of the patient scans, it was determined that ossification led to malposition of the device. No additional patient consequences were reported.